Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. Pt contact noticed upon removing the tubing, it had leaked into the cycler. Pt's wife noticed a tiny hole on the cassette. Pt's wife states no ill effects or antibiotics taken. Effluent has remained clear. Several attempts have been made to retrieve the sample from the customer and have been unsuccessful.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. A f/u report will be generated if/when the sample is retrieved for eval.